Event description:
It was reported that during pre-implant, it was observed that the set screw of superior vena cava (svc) header of the implantable cardioverter defibrillator (ICD) was missing out of the box. The svc lead pin could not be inserted into the header. The grommet was removed and it was observed that the screw was missing from the header. A different device was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).